Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
The customer's mother reported via phone call that the customer's sensor had inaccurate readings. Customer's blood glucose was 98 mg/dl and their sensor glucose read 62 mg/dl. The customer also stated their insulin pump went in to threshold suspend due to the inaccurate readings. The customer's mother was unable to confirm if the customer had a bent cannula. It was also found the customer had calibration error alert and bad sensor alerts on the insulin pump. Customer's blood glucose was 216 mg/dl at the time of the alerts. The customer was advised that the device would be replaced. Customer agreed to return the product for analysis.